Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01feb2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported the touch screen calibration would not acknowledge a touch. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 28may2019, date rec¿d by MFR : 21may2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was walked through the touch screen calibration using diagnostics and the check button. Customer states that once they reach the touch screen calibration screen the unit will not respond to any touches. Advised customer to replace the touch screen. Multiple attempts were made to obtain repair/service information that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.